Manufacturer narrative:
Memo to (B)(4); after further examination of the period going back twelve months from (B)(6) 2015, it was decided to report a MDR for this complaint. The complaint mentions instruments with alleged bio-contamination found by a distributor upon receipt. Although the instruments were examined and the complaint was not confirmed, the incident could potentially cause a serious injury or death if the incident were to reoccur.

Event description:
Call from distributor to say; ' I received the xpress set on friday for dr. (B)(6) tuesday case, however, there are a few items missing in the set. It appears that the set was not restocked from a previous case.' Distributor followed up to add that dried tissue was found upon arrival inside the 5.5mm and 6.5mm taps from the xpress set.